Manufacturer narrative:
Further information surrounding the event has been requested but no response has been received. The y sensor was reportedly replaced but not returned for investigation. Provided ventilator logs were reviewed. There is no registered start of ventilation and the date of event was not stated. Alarms for y sensor disabled ¿ pressure unreliable were registered together with alarms for airway pressure high and respiratory rate high. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. For tidal volumes below 10 ml, it is recommended to use a y sensor to increase the accuracy of gas delivery and monitoring. It can be used in all ventilation modes. When the y sensor is active, the flow through the sensor will replace the bias flow as source for flow based triggering. The patient pressure is measured at the y piece via a pressure line. The ventilator¿s internal pressure and flow sensors are at all times active as backup. Their readings are compared with the y sensor measurement. The y sensor is disabled if there is a significant deviation or malfunction and appropriate alarms are generated. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the y-sensor that was connected in the patient circuit of the ventilator was disabled while the ventilator was connected to the patient. The logs contained high airway pressure and high respiratory rate alarms along with the disabled y-sensor alarms. There was no patient harm. Manufacture's ref. #: (B)(4).